Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited far r wave oversensing that caused inappropriate mode switches. Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.